Event description:
User alleges during setup the 'o' rings were very dry and old making the disposable difficult to insert into the machine. Machine exchanged by staff for alternative h-1025 and continued with their efforts.